Event description:
It was reported that the device would not delivery correct energy. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The quik-combo therapy cable assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was due to the sternum cable being open, which caused the cable to not deliver energy.